Event description:
It was reported that this pacemaker system exhibited high, out of range right atrial (ra) lead pacing impedances that triggered a lead safety switch (lss). There was noise and oversensing noted on the ra channel that caused 33 atrial tachy response (atr) events since the switch to unipolar sensing. The minute ventilation (mv) oversensing termination algorithm was observed on the ra channel as well. Technical services (ts) discussed potential programming changes for the leads. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).